Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). During the bav a premature ventricular contraction caused the valve to dislodge. The valve was successfully snared and moved to the ascending aorta. The patient was put on cardiopulmonary bypass, the valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.